Manufacturer narrative:
The insulin pump alarmed unexpected restart due to broken solder joint at the interface board component. All currents were in specification. No blank display and no moisture damage found on the electronic assembly and motor. The device passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No prime anomaly or error alarm noted during testing. The device also had a cracked display window corner and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and had a blank display. Blood glucose value was 128 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred and the insulin pump was not stored or not in use for an extended period of time. The alarm did not occur shortly after inserting a new battery and was recurring during normal use. She was advised to monitor the device and she may continue to wear it until receiving the replacement. The insulin pump was replaced and returned for analysis.